Event description:
It was reported that the right ventricular lead dislodged within one day of the implant procedure. During revision of the right ventricular lead, the right atrial lead also dislodged. Both leads were revised and are still in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.